Event description:
The customer observed a falsely elevated, non-reproducible vitros tropl es result during a precision test using vitros high sample diluent b (hsdb) on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No pt results have been questioned. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that either vitros tropl es or the vitros eciq did not operate as intended. The investigation determined that a single, non-reproducible falsely elevated result was obtained on vitros hsdb using vitros tropl es reagent lot #0440. The definitive root cause could not be determined, however, user error in the pre-analytical processing of the hsdb could not be ruled out as the customer assayed hsdb that had been sitting at room temp for an extended period of time (timeframe not provided). The instructions for use for vitros hsdb state: "store opened packs on the system, or at 2-8 degrees c (36-46 degrees f) in a sealed reagent pack storage box containing dry desiccant." Follow-up with the customer indicates that there have been no further occurrences of non-reproducible, falsely elevated vitros tropl es results using vitros hsdb.